Event description:
The customer reported that following a diagnostic catheterization procedure in 2002, an attempt was made to deploy a vasoseal es. When locating the artery, the operator pulled the locator back and observed that the yellow line was visible, so the j segment was retracted and the locator advanced again to the green line. The operator pulled the locator back and the yellow line was visible again. Another attempt was made, but the yellow line was still visible so the procedure was aborted. When the locator was removed, it was noted that the j segment was missing. The j segment was observed x-ray. No further information was reported.